Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Product is not sold or distributed in the us.

Event description:
It was reported that the tip is broken off. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The evaluation revealed that all segments of the cross completely broke off. A high force when the screwdriver was not positioned correctly probably caused the damage to the tip when using the screwdriver. On the ground of several notifications from the market, our product development center decided to re-assess the design. However, a review of the device history records has been requested.